Event description:
Initial (06-oct-2024): this reportable incident received via email by a consumer refers to a male consumer whose age, medical history, concomitant medications and allergies were not reported. The consumer was activating the compound w nitrofreeze to use for an unknown indication and "it kind of exploded making a sound and mist going everywhere". He reported that he twisted the pen one full rotation and pushed down and there was no noise, so he continued to rotate the pen and that was when it exploded. He then applied the product to the wart and experienced stinging. This case outcome is unknown. Meddra version 27.0 expectedness: device expulsion: unexpected, application site pain: expected. According to the company reference safety information.